Event description:
During incoming inspection, the distributor rejected this device, 138114a, goldline,btn,hols,ext.blade, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 138114a in unopened original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal. The root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be that the device was encroaching the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 223 complaints, regarding 1,120 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised to inspect and test each device before each use. We will continue to monitor for trends through the complaint system to assure patient safety.